Manufacturer narrative:
H.6. Investigation: a physical sample and a photograph are received which show a plastic fragment within the fluid path, for which a tour is made on line 5 to find possible sources of contamination, finding that the base of the cylinder transfer bowl shows dirt, for this reason, a sample of the particles present in the supports of the cylinder bowl was taken and sent to the physicochemical laboratory to carry out a comparative analysis between the customer's sample and the sample taken. Once the comparative analyzes have been carried out, it is determined that there is similarity between both samples. Possible root cause, this type of particle can be generated during the cylinder molding stage. To prevent them from remaining in the cylinder, a cylinder ionization system will be installed so that these particles do not adhere to the walls and inside of the cylinder, in addition to a pressurized air cleaning system to remove any particles that may still remain inside the cylinder. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported syringe 20ml ll s/c 50 had foreign matter inside. The following information was provided by the initial reporter: material no.: 303310, batch no.: 0098739. It was reported that a piece of plastic was found inside of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported syringe 20ml ll s/c 50 had foreign matter inside. The following information was provided by the initial reporter: material no.: 303310, batch no.: 0098739. It was reported that a piece of plastic was found inside of the syringe.